Event description:
The customer reported the system is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported system. System operates as intended. This MDR is related to ge healthcare complaint (B) (4)